Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device has no power. The device's oxygen blending module board and power supply were replaced to address the issues.